Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported high ketones and vomiting. The patient called the hospital where she spoke to a nurse providing instructions to lower bg levels. No medical intervention was provided. When the pod was removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, the pod was removed and an insulin pen was administered. The patient then applied a new pod and drank water. An over the counter medication gravol was taken for nausea. The patient's bg history is as follows:(B)(6) 2020: 8:00 pm - put on the pod, 10:30 pm - 22 mmol (396 mg/dl). (B)(6) 2020: 7:00 am - 9:30 am - 27 mmol (486 mg/dl), 8:00 am - pod was removed.

Manufacturer narrative:
The device was received and evaluated. No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects noted during the investigation.